Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that was found during biomed testing. The biomed stated that there was no report of any pt injury or medical intervention resulting from this failure, and that there have been no incident reports since the last baxter service event. No additional contact info was provided.